Event description:
The lay user/report contacted lifescan (lfs) on april 30, 2007, and alleged that the one touch basic enhanced meter was prompting an "other message." According to the reporter, the patient stopped testing on his meter two weeks before calling, lfs, due to the error message. The patient began experiencing symptoms of dizziness, blurry vision, and frequent urination (exact date unknown). His wife took him to the physician's office twenty seven days earlier, at approximately 9:30, the patient's blood glucose was tested and the result was 504 mg/dl. The patient was sent to the hospital and was admitted for treatment of his high blood glucose. He was treated with insulin. The reporter was unable to provide further details. It would have been helpful to know: the day his symptoms began, the patient's medication regimen, if his regimen is based on the meter result, his test frequency, and what the patient would have done differently had he known his blood glucose was high the meter issue was resolved with troubleshooting. This complaint is being reported, as the reporter alleged the patient stopped testing on his meter due unknown error message and he stopped using his meter. During the time of not testing, the patient developed symptoms of high blood glucose, which required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.